Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. The getinge representative advised that the iabp is in clinical use as the issue does not affect the assist function of the iabp. Additional information will be submitted if made available. (B)(6).

Event description:
A getinge representative found a few mistakes on the software translation to chinese of the cardiosave intra-aortic balloon pump (iabp). In the list of ECG and pressure source, the option ¿ext¿ was translated into ¿¿¿¿, the correct translation should be ¿¿¿. These are two completely different meaning that must be corrected. Moreover, the word ¿arterial¿ has been translated to ¿¿¿¿ which is more in accordance with chinese language. In addition, some words are not clearly displayed in the upper display and touchscreen. Examples are ¿¿¿"¿¿¿¿". The getinge representative thinks this is because of the word font and thinks it will be better if the font is adjusted. There was no patient involvement and no adverse event was reported.